Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
(B)(4)

Event description:
On march 6, 2012, the lay-user/patient contacted animas alleging that the pump dispensed insulin during the load step. The patient reportedly woke up with the cartridge cap off of the pump. The patient disconnected and tried to unsuccessfully to reprime the pump 2 times. After rewinding, she attempted the load step. During the load step, the patient claimed that all the insulin was pushed out of the cartridge. The patient attempted a 2 load step and the issue occurred again. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump pushed insulin out during the load step. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.